Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 12/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that five months and six days post an index procedure completion using a drug-coated balloon catheter in the cephalic vein at outflow near cannulation zone via the left forearm, the subject had serious adverse event of respiratory disorder. It was further reported that the outcome of the serious adverse event was fatal which resulted in death. Evidently, there have been no documented device deficiencies, no post procedure reinterventions, and no secondary stage procedures were reported for this subject to date. Reportedly, the patient got expired and the primary cause of death was not provided, and the relationship of death with the study device, procedure, and arteriovenous access circuit were not provided.

Event description:
It was reported through the results of a clinical trial that five months and six days post index procedure completion using a drug-coated balloon catheter in the cephalic vein via the left forearm, the subject developed an adverse event of respiratory disorder. It was further reported that the adverse event results in death and the primary cause of death were cardiogenic shock. Reportedly, the adverse event and death was not related to procedure, device and av access circuit.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. No device deficiencies were reported. The reported patient death was determined to be not related to the procedure, device or the av access circuit. Based on the available information, the investigation is unconfirmed as no device deficiencies were reported and the reported patient death was determined to be not related to the procedure, device or the av access circuit. Based upon the available information, a definitive root cause could not be determined. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: b2, b5, h1, h6 (patient, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.